Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a shock. Upon review, the physician observed noise following the shock therapy. Boston scientific technical services (ts) was contacted, and it was discussed that the noise post-shock includes baseline wandering with some myopotential activity. This could be related to a postural change condition and/or abrupt movement. Additionally, there was no evidence of integrity issues. The patient was seen in-clinic, where the noise was unable to be reproduced. Recently, it was confirmed that the therapy was inappropriate and had occurred following a boxing match. The patient presented for electrophysiology testing, where a concealed congenital wolff-parkinson-white syndrome was diagnosed. An ablation procedure was subsequently performed to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.